Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached (clavicle-rib crush); full lead returned and analyzed. Blood was noted on the proximal conductor and helix, and the outer insulation had a white substance.

Event description:
It was reported that the lead was explanted and replaced due to an upgrade from an ipg to an ICD. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.